Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon discussed a revision case he did involving an accolade stem (he was unsure if tmzf or accolade ll). He revised the stem due to trunnion wear with the cobalt chrome head. Surgeon is in possession of the stem. No dates or patient information was discussed.